Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was also received with minor scratches to the display window.

Event description:
Customer reported a motor error on his insulin pump when trying to program to bolus delivery. Customer's blood glucose was 600 mg/dl. Customer was trying to jump a fence at work and the infusion set was pulled out. He was off the device for two hours. Customer stated that when he sleeps he rolls over on the device. Customer stated the device was next to a MRI machine for a week and a half. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).